Manufacturer narrative:
(B)(4). Batch # u5dh2r. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with a gst60w reload not loaded on the device. The returned reload was received unfired, with the pan partially dislodged from the right side and 2 double drivers, and 2 single drives out of position. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. It should be noted that product failure is multifactorial. No conclusion could be reached on what may have caused the reload pan to dislodge. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the resection of hilar cholangiocarcinoma surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.